Manufacturer narrative:
No device failure: cot hit a rise in the concrete and tipped over.

Event description:
It was reported that a pt shifted their weight and the cot tipped over with the pt on it. It was reported that the pt was seen in the ER and released. Reportedly, not all of the pt restraints were used. It was reported that the shoulder harness was not used. The pt was not injured from the incident.